Event description:
Device analysis performed on the returned superion indirect decompression spacer revealed that the spindle cap was partially sheared off from the implant body and severe abrasion was observed on the mating surface of the actuator. Damage to the device prevented functional testing, however, this damage to the spacer indicates the break was due to excessive force used during the procedure. A labeling review was performed and it did not reveal any anomalies. The instructions for use (IFU) states device breakage can occur when used with forced deployment and is noted within the IFU as a potential complication associated with the use of the device.